Event description:
It was reported that an ilet user with a dexcom g7 experienced continuous glucose readings in the dexcom app while the ilet failed to receive sensor data and remained in a persistent ¿pairing with sensor¿ state; support verified the correct sensor code, confirmed bluetooth version validity, confirmed no competing bluetooth devices, used the magnet trick and sensor type toggle, advised waiting for connection, and instructed a device restart. Symptoms included no ilet glucose data due to communication failure and elevated bg to 200 mg/dl. Outcomes included loss of automated insulin dosing guidance on the ilet. Investigation included guided troubleshooting, device setting verification, bluetooth environment review, and a restart of the ilet. Investigation of this case revealed a communication and pairing issue between the ilet and the dexcom g7 sensor without evidence of hardware damage, consistent with a connection fault localized to the ilet¿cgm link. It was concluded, based on previously established findings for similar reports, that the cause was a sensor-to-pump communication failure likely related to bluetooth pairing behavior.